Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but the catheter did not show the image even after reconnecting and repeated flushing. During pullback, the catheter became twisted inside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual and microscopic inspection revealed the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter, 90-100 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but the catheter did not show the image even after reconnecting and repeated flushing. During pullback, the catheter became twisted inside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.